Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the missing part and lot numbers indicate a probable third party repair. The handle was also received with a bent shaft. Functional inspection: the handle was tested with an insulation integrity test and failed. Probable root causes could be third party repair. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.